Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the patient had to charge the ipg frequently and in an extended period of time. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.